Event description:
The customer returned the electrical-only medical device connection cable, reusable to the service center for evaluation related to a separate issue. During testing, charred stains were observed around the cable. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the malfunction charred stains observed around the cable was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.